Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 08/05/2016, that on (B)(6) 2016, the receiver ceased to function. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and an error message "call tech support err121" was displaying on screen. The data log and functional test could not be performed due to the error message. The reported event that the receiver ceased to function was not confirmed. A root cause could not be determined.